Event description:
It was reported that the pump would not turn on due to a battery charging issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.